Event description:
It was reported that during testing conducted at the manufacturer facility the lever assembly of the device was moved, a condition in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.